Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during implantation of an intraocular lens (iol) the physician noticed a scratch in the center of the optics and explanted. While explanting the capsule tore a little and half diopter lower lens was implanted in sulcus. The patient is fine, the procedure was delayed but was completed today. Additional information was requested.